Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defects were found. Functional testing was performed on the device and no failures related to the customer complaint were found. Review of the receiver log found no issues related to the customer complaint. The device was determined to be working within the required specifications without malfunction. However, review of the diagnostic chart confirmed the customer complaint of intermittent out of range. The root cause could not be determined.